Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Issue description: a customer in the united states informed biomérieux of a misidentification in association with vitek ms instrument (ref. 410895, serial number. (B)(4)). The results are summarized below: accession ID: (B)(4). Vitek ms result: klebsiella pneumoniae (expected result strep pyogenes). Media: bap incubated at 18 hours. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation has been initiated.

Manufacturer narrative:
Context: a customer in the united states of america informed biomérieux of a misidentification in association with vitek ms instrument (ref. (B)(4), serial number. (B)(6)). This complaint is linked to complaint cn-393923 as the customer faced again the issue. Vitek ms. Mode : ivd. Kb version : 3.2 (cli). Issue type : misidentification - several misidentification issues. Case: (B)(4). Accession ID: (B)(6). Vitek ms result: klebsiella pneumoniae (expected result strep pyogenes). Media: bap incubated at 18 hours. On 27 aug 2022, customer claims misidentification on negative spot with identification to e.coli. Issue date: 26 aug 2022 and 27 aug 2022. Fine tuning date before the issue: 22 aug 2022 and 26 aug 2022. Immediate action done by local customer service. New fine tuning was performed on (B)(6) 2022. Investigation: batch history record and complaint trend analysis. Referring to 049355 - technical complaint trend analysis using the cstat application , there is no out-of-control alert, or a non-confirmed out-of-control alert in cstat for now. We checked the period from june 2022 to august 2022 for the error code ivd mis-identification - f871. Investigation results: fine tuning. According to the vilink alert tool criteria, no fine tuning was needed during the tests performed on 22 aug 2022, same for tests performed on the 26 and 27 aug 2022. Spot preparation quality: the calibrator and sample ¿all peaks¿ values are quite heterogeneous. Based on this finding, the spot preparation quality needs to be verified with the customer. Kb review: the expected identification for 03974-1 seems to be streptococcus pyogenes which is present in the vitek ms kb v3.2. Sample data analysis: analyze of mzml sample files shows that number of all peaks and the score level were good. But the spectra shows a lot of noise which could impact the identification result.. For some accession ID, two identifications are obtained (2622022087, 2622022065 2622022070), for two different spots of a same sample. This could be linked to a mixed culture or a contamination. The complaint mentioned the matrix was new but the fact to have a misidentification to e.coli with this level of spectra suggests contamination. According to the vitek ms workflow user manual - clinical use (4501-2233-f), page 3-6 paragraph "samples": ¿the microorganisms to be identified must first be isolated on a suitable culture medium. Appropriate media, including commercial media most frequently used in clinical microbiology laboratories such as columbia blood agar, should be used¿. The identification process is based on specific peaks presence, if the colony is not pure, some peaks not belonging to the tested strain could disturb the identification process.¿ the tested species is not included in the vitek ms knowledge base v3.2. The following system limitation is mentioned in the vitek ms knowledge base user manual ref. (B)(4) ¿ a for vitek ms clinical use v3.2: ¿* the vitek ms system has not been validated for use with direct samples or from other sources containing mixed flora. * additional laboratory tests as determined by microbiology laboratory protocols for low discrimination results are necessary for the completion of the organism identification. * testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ we could see below that some no identification spectra showed a mass shift. Those mass shift could be linked to a bad quality of deposit or to an instrument issue. Remote control was performed by global customer service to perform a check up of the system. The instrument is working properly there is no instrument issue. The issue seems to be more related to a bad quality of deposit. The identification given on the matrix as negative control could be given by a contamination of the matrix. The issue seems to be linked to a mix in the workflow of identification. Expected identification after investigation: unknown (sample not available anymore to confirm its identification). Root cause analysis unknown as further investigation on the strains are not possible. Corrective or preventive actions: no CAPA is needed.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Issue description: a customer in the united states informed biomérieux of a misidentification in association with vitek ms instrument (ref. (B)(4), serial number. (B)(6)). The results are summarized below: accession ID: (B)(6). Vitek ms result: klebsiella pneumoniae (expected result strep pyogenes) media: bap incubated at 18 hours. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation has been initiated.